Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated the issue has been resolved and product will not be returning to zoll at this time.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device's pacer rate was not adjustable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.